Event description:
The user facility reported that their reliance synergy washer was leaking water. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the drying valve pipe had disconnected at the boot fitting allowing water to leak out. The technician repaired the unit and returned it to service.